Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further reported that the implantable pulse generator (ipg) exhibited a pacing failure. The ipg was explanted. No further patient complications have been reported as a result of this event.